Event description:
A journal article was reviewed that contained information regarding this lead. The failure mode noted in the article for the lead was dislodgement. The article states that the dislodged leads in this article were repositioned, explanted, or abandoned. However the specific intervention and status for this particular lead is unknown. There was no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the follow up that was received from the author. The event will be reported via 30d time line due to the patient mean age of 13 (+or -) 5 years. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: silvetti ms, drago f, rav l. "Long-term outcome of transvenous bipolar atrial leads implanted in children and young adults with congenital heart disease." Europace. July 1 2012;14(7):1002-1007.